Event description:
Eight days after injection with bovine collagen in the "crow's feet", a patient developed erythema in the treated areas. Physician treated with oral celestone and apis 15 h; dosages not provided, and topical locoid.